Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced insulin flow blocked alarms due to occlusion events on (B)(6) 2026. The site of insertion was abdomen and buttocks. Due to occlusion issue, patient experienced elevated blood glucose level and was treated with correction injection via multiple daily injections (mdi). The patient replaced the soft cannula infusion set only and resumed insulin deliveries successfully. No further information available.